Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2366-70 serial number: (B)(4) batch/lot number: 5029923 model/catalog description: linear 3-6 lead 70 cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients lead had migrated. It was also mentioned that the patient had loss of stimulation. The patient underwent a revision procedure. No device malfunction was suspected.